Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by a stomachache. The cause of and treatment for peritonitis were not reported. On an unreported date, the patient presented to the outpatient department and was subsequently hospitalized with a diagnosis of peritonitis. At the time of this report, the patient was recovering from the event. Dianeal therapy was ongoing. No additional information was available.